Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp/cpre), the distal tip was detached from the endoscope. The clinician removed the sphincterotomy so that the distal tip in the patient's stomach could be removed and another one could be replaced to continue the procedure. There was difficulty removing the cap as the procedure continued. The cap was removed with the help of grasping forceps. There were a few scratches to the patients gastric and esophageal mucosa. The endoscope was removed to apply another distal end cap. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the previously reported legal manufacturer¿s investigation results to include information that was inadvertently not included in the previous submission. Based on the investigation results, the reported event (distal cover detachment) was likely caused by the following: 1. The distal cover was insufficiently attached. 2. The user applied a load of friction to the distal cover by twisting, pushing, and pulling it into body cavity or stress such as interference with mouthpiece during the procedure. Although the patient reportedly sustained a scratch on the gastric and esophageal mucosa, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation: precautions. Preparation and inspection - attaching accessories to the endoscope¿. A correction has been made to b5 to provide additional information received from the customer that was inadvertently not included in the previous submissions. Also, corrections have been made to h6 codes accordingly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the incident caused a 15-minute procedural delay. However, there was no consequence to the patient. Moreover, an anti-fog agent or other chemical was not applied to the scope lens. After attaching the distal cover to the scope, it was confirmed that the device was not damaged. The distal cover was pulled and twisted to ensure that it did not come off the scope. The device was firmly pushed in until the hook of the distal ring was fully visible within the distal cover opening in accordance with the olympus instructions for use (IFU) manual.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturers final investigation. The device was not returned and the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.